Event description:
New tcd (transcranial doppler) equipment purchased. While a facility staff member was practicing with the equipment, she touched the device to her neck (which is a location that the device would be applied to the patient) and experienced an "electrical shock." Tcd device was removed from use and the company contacted.